Manufacturer narrative:
No moisture damage was noted on the motor assembly or electronic assembly during the visual inspection. The insulin pump was received with a cracked case at the display window corners, minor scratches on the display window, cracked reservoir tube lip, cracked belt clip slot and cracked battery tube threads.

Event description:
The customer reported via phone call that they had a smell of insulin coming from the reservoir. Customer's blood glucose level was 165 mg/dl. Customer had a leaky reservoir and when they took out the reservoir, there was insulin fluid inside the reservoir compartment. Customer was unsure of how the fluid got inside the reservoir compartment. The customer was advised that the insulin pump will need to be replaced. Customer was also advised to revert to a back-up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.